Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/18/2014 - medical records were obtained. Medical records indicate discomfort. Dob was identified. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/13/2014.

Event description:
Litigation papers allege that soon after the implant, the patient suffered from severe pain. It is further alleged that radiographic images of her left hip revealed that the cup had slipped to a vertical position and that sclerosis developed ont he lateral aspect of the acetabulum where the femoral head has been impacting in the bony structures and not the acetabulum. (Left side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.